Event description:
It was reported that the device was used during a laparoscopic gastric bypass, the harmonic scalpel alarmed that there was a problem with the instrument. The scalpel was taken apart and reassembled and tested with the test tip without success. No patient consequence.